Event description:
It was reported that the pico system was placed in the patient on (B)(6)2018 and this was working correctly in the therapy. When the dressing was detached from the device, the leak alarm did not appear, and the green light (ok sign) continued to flicker and turn on, as if it was working correctly. The device was changed for a second kit and this one worked properly.

Manufacturer narrative:
We have now concluded our investigation into this complaint. As of today, no additional information requested for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation.